Event description:
As reported, the inner packaging for a .035 260cm j-tip emerald diagnostic guidewire was found damaged when the product was unpacked. There were no reported injuries to the patient. Additional information was requested but was not provided. The device was returned. Addendum: product evaluation revealed two devices were returned and there is a torn condition on the inner packaging compromising their sterility.

Manufacturer narrative:
Complaint conclusion: as reported, the inner packaging for a .035 260cm j-tip emerald diagnostic guidewire was found damaged when the product was unpacked. There were no reported injuries to the patient. Two devices were returned for analysis and were evaluated under (B)(4). During visual analysis, the seal of the pouch was noted to be intact. A torn condition was observed on the back of the pouch that is compromising the sterility. Sem analysis was not performed because the damages associated with the torn condition on the pouch are visible with the magnification obtained with a vision system. The torn material presents evidence of elongations. A product history record (phr) review of lot 35265205 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿packaging/pouch/box~compromised sterility-sterile barrier breached¿ was confirmed for both devices. Additionally, the event reported against the first device ¿packaging/pouch/box~damaged-inner package¿ was also confirmed. Both units presented with a torn condition on the back of the pouch. Elongations are commonly caused by an interaction with a sharp object, which causes mechanical damage. Therefore, it is assumed that the surface of the back of the pouch was induced to a force (likely an unknown sharp object) that exceeded the material yield strength prior to the tearing. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.